Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. Prior to discovering the leak there was a message of not enough supply bags for total tx. Technical services advised and had the patient lay supply bag (sb) flat, wiggled neck of bag and checked connections. It was also discovered that sb cones were not fully broken, so patient was instructed to break cones and then hit next to continue and message did not reoccur. Also a thermistor reading out of range warning occurred on step 1 of new setup. Warning occurred once that night . Patient was not connected during incident and cycler was not near a cool/heating source. The heater bag came in contact with heater tray. Once the patient started fill 1, there was fluid leaking from the blue patient line pin. Additional information was requested but no data was received. A cycler set has not been returned for analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. Prior to discovering the leak there was a message of not enough supply bags for total tx. Technical services advised and had the patient lay supply bag (sb) flat, wiggled neck of bag and checked connections. It was also discovered that sb cones were not fully broken, so patient was instructed to break cones and then hit next to continue and message did not reoccur. Also a thermistor reading out of range warning occurred on step 1 of new setup. Warning occurred once that night. Patient was not connected during incident and cycler was not near a cool/heating source. The heater bag came in contact with heater tray. Once the patient started fill 1, there was fluid leaking from the blue patient line pin. Additional information was requested but no data was received. A cycler set has not been returned for analysis.